Event description:
Veteran started on fluorouracil continuous infusion with leventon dosi-fusor pump at 13:15. Veteran returned to clinic at 14:55 indicating pump is leaking. Veteran indicates he has to change his shirt due to it being very wet from chemotherapy. Upon inspection of elastomeric device, device was leaking from capillary element. Duration: 1.75 hrs. Reason for use: colon cancer.